Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The result of the investigation was inconclusive as no sample was returned for evaluation. It is unknown if patient or procedural factors contributed to this event. The current information for use for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported, via mw report 2201100000-2007-8003, that the patient had ivc filter placed after trauma. The patient was no longer at risk of thrombus so primary md requested filter removal. Inferior vena cavagram showed filter in stable position, however, one filter arm was missing and a second filter arm was broken and out of alignment with main body of filter. Initial removal attempt failed followed by successful removal using loop snare technique; post-procedure review of fluoroscopy footage showed fracture did not happen during removal. Subsequent spot radiograph identified the missing filter arms projecting between the right anterior 3rd and 4th ribs, presumably in the right lung, and presumably in the wall of a pulmonary branch artery. The patient was reported to be stable. It was reported as unlikely given patient's physical limitations, the wheelchair bound patient could have in any way contributed to the filter fracture.